Event description:
A recent download from a (B) (6) male pt showed that the pt was receiving "pulse current fault" flags. The pt refused to have the monitor exchanged and ended use.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The monitor would still power up despite this damage. The ground pin however grounds both boards. Since it was damaged, the unit gave the "pulse current fault" flags. The connector was repaired. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The faults were also due to an improper alignment of the interconnect board. The interconnect board connects the c/a board to the defibrillator pca board within the monitor. The connectors on both boards were replaced to improve alignment. The interconnect board was also replaced. Once reassembled, the fault was not repeatable. This is a very rare occurrence and is believed to be random component failure. The monitor was retested and then restocked. The damaged connectors on the monitor were replaced. No adverse events resulted from the damaged monitor.